Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history records was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 3008452825-2019-00081, 3005334138-2019-00102. During a pulmonary vein isolation procedure a cardiac tamponade occurred. During ablation the patient became hypotensive and pericardiocentesis was required to stabilize the patient. The procedure was not continued and the patient was stable. There were no performance issues with any abbott device.